Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery on an unknown date the dermatome did not turn smoothly when the handle wheel was rotated. It was sticking. There was no patient involvement. Diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that before surgery the dermatome did not turn smoothly, when the wheel on the side of the dermatome was rotated. There was no patient involvement with no harm or delay reported. Due diligence is complete and no additional information is available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.